Event description:
During the subject device implantation, it was observed that the magnet rate was 94 min-1 (while a value of 96 is expected as bol). An explanation is requested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.